Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended when customer was using the temporary basal rate feature. There was no reported adverse impact to customer's blood glucose level. Reportedly, at the time of the report to tandem technical support, the issue was resolved, and the customer continued to use the pump for insulin therapy.